Manufacturer narrative:
The device remains implanted and therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp device with veno-arterial extracorporeal membrane oxygenation (va ECMO) support for approximately 10 days until escalation in therapy to an impella 5.5 device for continued mechanical circulatory support (mcs). During impella 5.5 support, the patient experienced bleeding at the graft and thrombocytopenia requiring blood products transfusion. The impella cp device was successfully weaned and explanted by utilizing the double barrel method inserting the impella 5.5. The impella 5.5 pump was started at performance level p-2. There was an attempt to wean off of ECMO, but the patient's hemodynamics were not tolerating this wean. Simultaneously, the walls of the graft were sweating noticeable amounts of blood. Consequently, performance level was left at p-2 and maintained support on ECMO, with plan to return at a later date for removal of ECMO support. For the graft, this was known to be coagulaopathic. Pressure was held, hemostatic agent was applied, and blood product were given with eventual hemostasis on the graft. The site was then closed and dressed appropriately. Three-point fixation was applied, and the patient in stable manner was transferred to unit on mcs. The following day, one unit of platelets was given for thrombocytopenia (unclear relationship to the impella 5.5). The patient continued on support and was last noted to be in stable condition.

Manufacturer narrative:
B2 updated to include death and date of death b5 updated with additional information received from the clinical site d6b explant date added h1 type of report revised based on the additional information received from the clinical site h6 revised to reflect death.

Event description:
It was further reported the family decided to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of access site bleeding and thrombocytopenia has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding was most likely use issue since non-abiomed product was used which is not recommended per instructions for use. The root cause of thrombocytopenia cannot be determined since the product was not returned and insufficient clinical details were provided.